Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Should add'l info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent. The event is captured in our labeling as a forseeable event. Ams has requested the return of the explanted device.

Event description:
A (B)(6) female was implanted with an acticon device on (B)(6) 2010. On (B)(6) 2010, the 12.0cm cuff was removed and a 10.0cm cuff was implanted due to recurring fecal incontinence. Ams has requested add'l info.